Event description:
It was reported that during use, "handle gets stuck closed when squeezed". A new stapler was used to complete the procedure. The patient impact is reported as "superficial skin trauma that healed uneventfully". No further harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the customer. The trigger was returned partially engaged with one partially formed staple in the cover block. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. No excessive resistance was felt at the trigger. Per DHR the product visistat 35w 6/box lot # 73m2300111 was manufactured on 12/04/2023 a total of (B)(4) pieces. Lot was released on 12/20/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of jamming - resistance felt at trigger could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.